Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g5. H10: manufacturing review: a manufacturing related cause was considered; however, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation. However, three photos and two videos were available for evaluation. The provided photos can confirm partial deployment of the stent graft and outer sheath fracture. In this case, limited information was provided regarding the procedural notes, patient anatomy, and accessories. Additionally, sample was not available for physical evaluation; however, provided photos can confirm partial deployment of the stent graft and outer sheath fracture. Based on the information available, the definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' In regards to pre dilation the instructions for use states: 'predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician.' H10: d4 (expiry date: 03/2023), g4 h11: e1, h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement, the stent sheath allegedly ruptured and failed to deploy. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review the investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified. (Expiry date: 03/2023). Device not returned.

Event description:
It was reported that during the stent placement, the stent sheath allegedly ruptured and failed to deploy. There was no reported patient injury.